Event description:
It was reported that during follow up high threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be verified. The lead exhibited normal electrical characteristics. The helix was damaged/drawn out in the field.